Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) had a general question if we know why pressure sensor on lvp8100 failed during pm. He said he has seen 4-5 lvps in a week failed analog sensor test (bottle side voltage = 4.9 v). I told him pressure sensor is a common part that can fail from time to time. It could be too much pressure applied on it or it could be due to aging. His device is about 3 years old. I told him for this particular device sn above, it is normal for the pressure sensor to fail after 3 years.